Event description:
Conmed japan reported on behalf of a customer that as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on an unknown date, and "subcutaneous emphysema developed in a robot surgery case.". The procedure was completed. No further details were provided. Follow-up assessment was attempted but the distributor indicated that "the facility declined to provide the information". This report is being raised on the basis of the reported injury of subcutaneous emphysema, with no indication of a device malfunction.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 107 reports, regarding 107 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on an unknown date, and "subcutaneous emphysema developed in a robot surgery case." The procedure was completed. No further details were provided. Follow-up assessment was attempted but the distributor indicated that "the facility declined to provide the information". This report is being raised on the basis of the reported injury of subcutaneous emphysema, with no indication of a device malfunction.